Event description:
Patient had vaginal pain and constriction of the midpoint of the left arm of the vaginal perigee graft. Left corner of the arm was found to be very tight and firm. Doctor removed the midportion of the left arm of vaginal perigee. Patient had no complications.